Event description:
The patient reported "vibrating in chest a couple times". It was further reported that the patient went to the emergency room due to inappropriate shocks. The patient received 43 inappropriate shocks due to noise oversensing and an apparent fracture, and the lead integrity alert (lia) had triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for lead failure predictor (B)(6) 2011 01:34:25. A 15 - ventricular nst <=210 ms on (B)(6) 2011 in the timeframe between 02:11:37 and 02:15:59. A 6 - vf<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 01:52:38 and 02:14:54. Ventricular short interval count v-sic=1889 counts, in 0.64 day between (B)(6) 2011 17:08:45 and (B)(6) 011 08:31:04.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
The patient reported "vibrating in chest a couple times". The lead is still in use. No additional patient complications have been reported as a result of this event.